Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. The console logs did not contain any data relevant to this complaint. The console was tested after arriving from field service. Reported inability to charge and blown fuse issue was confirmed. Console would not charge on an engineering lab bench when connected to a/c power and the fuses were found to be blown. The root cause of the reported issues was able to be isolated to the power supply after troubleshooting and was resolved after testing the aic using new fuses and a known good power supply unit.

Event description:
The complainant reported that during preventive maintenance that the automated impella controller (aic) was no longer charging. The fuses were found to be blown and were replaced. However, when connected to power, the new fuses also blew. There was no patient involvement.